Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by the cartridge got stuck. Unable to complete the firing sequence and it got stuck after half sequence. Was the cartridge stuck in the device and could not be removed from the device: no; was the knife able to be returned to the housing: yes; were the device and cartridge able to be removed from the patient: yes; how was the procedure completed: with another new reload; were there any patient consequences reported: no.

Event description:
It was reported that during a laparotomy procedure, the reload was taken out from the packing with sterile technique. The surgeon has followed all of the steps properly like loading and firing sequence. The surgeon fired the stapler using a linear cutter and blue cartridge and firing has been done appropriately, but the cartridge got stuck and there was no proper staple formation. The defective cartridge was replaced with a new cartridge to complete the rest of the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54v43. The analysis results found that the tcr75 reload was received with the 3 most proximal drivers up, the swing tab detached, and left gripping surface damaged making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.